Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling their stimulation the same since they fell. They stated that it skipped or came in and out. It was reported that the patient fell and landed on the spot where their lead incision was a few months ago. It was stated that the patient has provided different dates to different people about when they fell, but the rep reported that they assumed it occurred in either (B)(6) 2017. It was reported that impedances were checked and found to be good. It was reported that the patient¿s doctor sent the patient for an x-ray. It was reported that the patient was meeting with their doctor today ((B)(6) 2017) and would obtain an x-ray. It was reported that the issues were not resolved at the time of the report and no surgical intervention had been scheduled or planned.. On (B)(6) 2017, additional information was received from the rep reporting that a nurse practitioner ordered an x-ray and advised the patient to shut their stimulator off. It was reported that the patient was still complaining of the stimulator hitting and missing. No further complications were reported/anticipated.